Event description:
It was reported that the device overheated. There was no patient involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the power cords external covering and a small kink was observed near the strain relief. Mdu failed functional tests with motor stall error and overheating when power cord was bent near strain relief. Power cord assembly grew warm during testing. After troubleshooting, the cause of motor stall and overheating was observed to be a defective power cord assembly. It was determined that the power cord has shorted or open internal wiring. The motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord.